Manufacturer narrative:
Film evaluation summary: type iii endoleak possible as junctional separation between endurant and talent cuffs due to continued distal migration of the talent device. The rcia seal zone may also be a contributing factor to the endoleak and would need to be extended more distally. Kub xray can be used to identify graft separation and a retrograde angio can identify the possible type ib.

Event description:
A talent and endurant stent graft systems were implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm measured 4.3 cm x 4.5 cm in diameter. It was reported that approximately seven years and seven months post index procedure a CT revealed that the aneurysm had expanded to 5.1 cm x 5.5 cm in diameter. Additionally, the right limb of the talent stent graft had a possible type iii fabric endoleak approximately 17 mm below the level of the bifurcation. No intervention was performed and the event was unresolved. Per the physician the cause of the event was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.